Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) 6932-65 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that after reviewing a fluoroscopy of the device connector block, it was suspected that the left ventricular (lv) lead pin had not been positioned correctly. The pocket was reopened and the lv lead pin was repositioned. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.